Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply bag and the patient line of the cassette was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the supply bag came undone and disconnected from the patient line of the cassette that led to this alarm. Renal therapy services (rts) explained the alarm and assisted the patient in disconnecting the cassette and bags from the device. The patient would do manual bags to finish and contact the registered nurse (rn). There was no patient injury or medical intervention associated with this event. No additional information is available.